Manufacturer narrative:
A supplemental report is being submitted for additional information received. Newly received information indicated that the devices were returned to the manufacturer, and the device mfg date and expiration date were added for the controller ac adapter ((B)(6) ). Additional products: d4: expiration date: 31-mar-2018/ serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 16-mar-2017 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: (B)(6) d10: yes, return date: 18-feb-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller, one (1) controller ac adapter, and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection revealed contamination within both of the controller power port connectors and on the connector pins of batteries (B)(4) . The contamination are additional observations not related to the reported event and likely due to the handling of the devices. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Failure analysis of the returned controller ac adapter and batteries revealed that the units passed functional testing. No damaged pins were observed within the battery output connectors. Visual inspection revealed worn damage on all the power sources' output connectors. These findings that was observed did not affect the functionality of the devices; the controller ac adapter and batteries were able to adequately connect to a test controller. Failure analysis of the returned controller revealed a broken pin within power port one (1) of the controller. The damaged pin did not allow a power source to properly connect to the controller. As a result, the reported poor mechanical connection and damaged battery connectors events were confirmed. The reported bent battery pin event could not be confirmed; however, the broken pin within power port one (1) most likely contributed to the reported event. Based on the available information, the most likely root cause of the damaged power source connectors can be attributed to wear, likely due to normal disconnection and re-connection between the power sources' output cables and metal power port connectors on the controller. The most likely root cause of the reported poor mechanical connection event and broken pin within the power port can be attributed to a misalignment between the power port and the power sources' output connectors. An internal investigation was opened to investigate bent /damaged pins with controller 2.0 and damaged power source connectors. Controller ac adapter investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430de/ catalog #: 1430de/ expiration date: unk/ serial or lot#: (B)(4), UDI #: asku. Mfg date: unk. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 27-mar-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 23-mar-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 23-mar-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 27-mar-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 27-mar-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor mechanical connection involving a controller, controller ac adapter, and five (5) batteries. The batteries had bent and broken pins within the connectors and the connectors were broken/cracked as well. The controller, controller ac adapter, and batteries were exchanged. No patient complications have been reported as a result of this event.